Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system alarm test due to faulty force sensor resistor (gold). They were unable to confirm the excessive no delivery alarm due to the prime anomaly. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and a cracked case at the display window corner. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that he had been off the pump for about 2 months. The customer stated that the no delivery alarm was recurring. Troubleshooting was not completed. The customer was advised that the pump would be replaced. The pump was returned for analysis.